Manufacturer narrative:
Additional information: g4,h2, h3, h6 & h10/ an event of valvular leakage and patient death after the implant procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an epic supra valve was selected for implant in a patient with severe aortic stenosis. The patient was reported to have collapsed post-procedure, and imaging performed revealed valvular leakage. The patient expired afterwards. Additional information has been requested but not received.